Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on top of the pump and the touch screen became cracked. Customer is unable to interact with the pump to deliver a bolus due to the touch screen becoming unresponsive. Customer's blood glucose was 184 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.